Event description:
Paramedics attempted to use the device with disposable defibrillation electrodes to administer a shock to a person diagnosed in ventricular fibrillation. The device operator saw a broken pin from the therapy cable stuck in the socket of the device therapy connector. Use of the therapy cable was abandoned and the operator attached a set of hard paddles to the device and administered defibrillation therapy to the patient. The patient was not resuscitated.